Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter passed . The global transmitter final function test was performed and passed as well. Share log data showed loss of signal on the date of issue. The reported customer complaint could not be reproduced with the transmitter but was confirmed through share log review. The root cause could not be determined post investigation.